Event description:
The tech alleged the bed has no nurse call function. No pt impact.

Manufacturer narrative:
The tech found the sidecom board is broken. The sidecom board was replaced by the tech to resolve the issue.